Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-august-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the waste bottle and cap assembly for the instrument. The fse then cleaned and lubricated the wash probe motor assembly and cleaned and lubricated the bearings for the incubator rotation gear assembly due to excessive noise. The fse also cleaned and lubricated the wash syringe assembly due to leaking. All errors cleared and the aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a defective wash bottle.

Event description:
On (B)(6) 2016, a customer reported intermittent erractic results on some quality control assays with the aia-600ii analyzer. The customer is unable to run ctnl2, myo and ckmb patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctnl2, myo and ckmb patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.